Event description:
This report is being submitted to align with customer reporting requirements. The use of the haemonetics medical device in the donation procedure is not suspected to have resulted in the adverse outcome of the donor. Customer made haemonetics aware that a 42-year-old female donor passed away in her residence on (B)(6) 2024 from a hypertensive cardiovascular disease per the medical examiner. An autopsy was not performed. The center has no information from attending physician, surgeon, hospital representative or health care professional. The donor did not experience a reaction or adverse event and there were no errors on the machine or issues reported with the disposables during the donor's last donation on (B)(6) 2024.

Manufacturer narrative:
A haemonetics field service engineer performed an inspection of the collection system used in the procedure. All parameters were verified. The machine meets the manufacturer's specifications and is ready to use. The device was evaluated with no defect. A review of the DHR reveals no issues during the manufacturing process that would contribute to this complaint. The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, non-conformances or capas that would have contributed to the reported incident. The status of the disposables used with the system is unknown, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor death was related to the device or disposables used during the plasmapheresis procedure.